Event description:
Reference number (B)(4). Event occurred in italy. On 29-jul-2024, it was reported that the patient faced that the infusion had blockage which prevents the flow of insulin. No further information available.

Manufacturer narrative:
Patient city: (B)(6). Patient country: italy.